Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient was sent home after explant with oxycodone (take four times a day). It was noted the patient was admitted for intravenous pain control and antibiotics. No further information was available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 3mg/ml; unknown dose in an implantable pump for non-malignant pain. The patient medical history included hypertension, hyperlipidemia and allergies to methadone and oral morphine. The concomitant medications were unable to be obtained. The patient was implanted on (B)(6) 2018. When the patient followed up with the hcp on (B)(6) 2018, the wound was within normal limits; no signs or symptoms of infection. The patient came in for a follow-up appointment on (B)(6) 2018 and had slight drainage at the pump incision site. The hcp then started the patient on antibiotics that day. The patient still had incisional drainage at the follow-up appointment on (B)(6) 2018, so a culture was performed. The results were positive for pseudomonas aeruginosa. The antibiotic prescription was changed on (B)(6) 2018 following the culture results. The patient admitted to picking at the incision site. Per the patient, the "bacteria in the incision liked metal" so it was decided to explant the pump for patient safety. The pump incision became infected. The pump was explanted and would be replaced in the future. The issue was considered resolved as of (B)(6) 2018. The patient status was indicated to be alive with no injury. The pump would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), was not performed, as there was no device allegation. The analysis interrogation report indicated the pump delivered unknown morphine 3.0mg/ml; 1.1990mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient would be re-implanted in the future do to the patient satisfaction with the therapy. New pump implant post infection was scheduled for (B)(6) 2019.